Manufacturer narrative:
Per internal review, the manufacture date has been updated to (B)(6) 2015. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the field service engineer visited the account and found that the c-arm position of fluoro system was not calibrated according to height of the patient's bed. Therefore, the fluoro system position was too close to the location pad that located under patient bed, which could cause to metal distortion on the magnetic field during procedure. The field service engineer calibrated the c-arm position and performed preventative maintenance testing (atp). All tests passed. The system is operational. It was found that the catheter and the chest patches experienced metal distortion during the procedure. The metal distortion caused the magnetic shift of chest patches position relatively to back patches. However, the level of metal distortion was below the designed warning threshold and system did not alert user. In addition, it was found that the patient's chest rolled or moved across the whole study. This movement of the chest patches relatively to the back patches was not compensated by the body coordinate system (bcs) algorithm and also contributed to the map shift. An internal corrective action was opened for this issue. A manufacturing record evaluation was performed for the system 66125, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an unspecified cardiac ablation procedure in which the carto® 3 system was used, there was a displacement to the model map. No patient consequences were reported. Multiple attempts were made to obtain further details regarding this issue, however, no response was received. On 9/15/2020, results of the device manufacturer investigation concluded that the map shift occurred due to system limitation of monitoring and warning on the patient chest position change. According to the analysis of the system engineer, during mapping a significant map shift at the ambient metal and position of the chest patch was observed and expressed in the catheter location jump. The system did not display any warning/error message. Later, the patient chest rolled or moved across the whole study, a move which was not reflected at the back patch. Hence, was not compensated by the back-patch body coordinate system (bcs) algorithm. The catheter experienced the same effect; however, since the patient moved, the map shift was expected. All metal levels were below warning threshold. Since the initial map shift occurred prior to the patient movement, and the system did not display any warning to notify about the metal interference and movement of the chest patch, this event is being considered MDR-reportable.